Event description:
Additional information was received. Occlusions in the left common femoral artery and left superficial femoral artery were discovered approximately 10 months post-implant. The patient was hospitalized and an embolectomy was preformed, which resolved the occlusion. This event was assessed by the investigator to be related to the device but not the procedure. A diagnostic angiogram revealed stenosis in the left limb of the stent graft approximately 11 months post-implant. This was ballooned and the stenosis was resolved. The investigator assessed this event to be related to the device, but not the procedure.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.9 cm abdominal aortic aneurysm approximately 26 months ago. The infra-renal neck angle was 51 degrees. Proximal aorta was 19 mm in diameter and 35 mm in length. Distal aorta was 25 mm in diameter. Right iliac artery was 10 mm in diameter and the left iliac artery was 13 mm in diameter. The right and left femoral arteries were 8 mm in diameter. The right and left iliac arteries were mildly tortuous with no stenosis. There was no circumferential aortic mural thrombus/calcification at the proximal neck. It was reported that on a follow visit approximately two months post implant the aneurysm diameter was 5.1 cm. No endoleak or other type of adverse event was reported, and no interventions were done. At the 2 year follow-up visit a CT with contrast was done, and the aneurysm diameter was reported to be 4.7 cm in diameter. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results, conclusions: occlusion. Insufficient information; cause is unknown.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (aneurysm enlargement). (Unknown cause of aneurysm enlargement). Conclusion: (unknown cause of aneurysm enlargement).